Manufacturer narrative:
Philips investigated this complaint. Based on the additional information collected, the system had restarted during the occurrence of the problem, and the procedure was completed on the same system without any delay. The philips field service engineer (fse) examined the system on-site and confirmed that the c-arm geometry movements were unavailable. During troubleshooting, the fse found that the issue was caused by a fault in the arm movement controller, which affected the z rotation and propeller arm. A review of the log files also indicated that the c-arm geometry movements were unavailable. To resolve the issue, the fse replaced the amc triple servo drive ecat. The system was then returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting by itself, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation¿s results, philips concludes that this complaint is not reportable. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's c-arm geometry movements were unavailable. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.